Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 - 2019 - 02378, 0001825034 - 2019 - 02646, 0001825034 - 2019 - 02647, 0001825034 - 2019 - 02649, 0001825034 - 2019 - 02652, 0001825034 - 2019 - 02653, 0001825034 - 2019 - 02654, 0001825034 - 2019 - 02655, 0001825034 - 2019 - 02656, 0001825034 - 2019 - 02657. Other; the initial reporting was provided to zimmer biomet via mw5086869. Concomitant medical products: 815045514,     4.5 locking shaft screw 14mm, 00887868040764 ; 815045536  ,   4.5 locking shaft screw 36mm, 00887868040870 ; 815045538  ,   4.5 locking cortical scrw 38mm, 00887868040887;  815045542,     4.5 locking cortical scrw 42mm, 00887868040900;  815355025 ,    5.5mm polyaxial screw ft 25mm, 00887868041662 ; 815355070 ,    5.5mm polyaxial screw ft 70mm, 00887868041853;  815745038 ,    4.5 x 38mm cortical screw ft, 00887868042423;  815455080 ,    5.5mm nonlock screw pt 80mm, 00887868042003;  815308075 ,    8.0mm cann locking ft 75mm, 00887868041211;  814131106 , lot 418400, femoral plate 6 hole left, 00 887868036934. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain attributed to failed hardware. Left distal periprosthetic and implant fracture were noted. No further information is available at the time of this reporting.

Event description:
It was determined this device did not cause or contribute to the reported event. Please void this submission.

Manufacturer narrative:
It was determined this device did not cause or contribute to the reported event. Please void this submission.